Event description:
It was reported that 17 hours after a da vinci s prostatectomy procedure was successfully completed, the patient's blood pressure decreased and bleeding was observed coming from the neurovascular bundle. A blood transfusion was performed and a hematoma evacuation was conducted by open surgery. The surgeon indicated that the system functioned normally during the surgical procedure and no anomalies with the system were noticed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On (B)(6) 2010, the surgeon indicated that the post operative bleeding experienced by the patient was unrelated to the da vinci s surgical system and a post surgical complications related to prostatectomy procedures. Based on the information provided, it was determined that the da vinci s surgical system worked as intended and no system malfunctions occurred. Per the information provided above, the initial reporter informed intuitive surgical that this event does not require reporting to the (B)(4) medical device regulatory agency under their medical device surveillance system.